Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 99. Pt sought medical attention thirteen days later for an infection at the piercing site and an oral antibiotic was prescribed. Eight days later pt returned for treatment and an incision and drainage was performed and another oral antibiotic was prescribed. Three days later pt was prescribed outpatient i.v. Antibiotics.